Event description:
Report provided by the end user states that they began using this appliance while in the hospital. Within a week of initial use, a rash developed under all of the product. The end user is continuing to use product/wafer. The pt's subsequent outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the info was not provided or is unk. Analysis is taken from a trending report of evaluations or adverse events finalized 05/2011. The data presented is from three different product applications. The report states that there are no significant trends.